Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 240 events were originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 241 reported events are included in this follow-up record. Product return status. 57 devices were received. 184 devices were evaluated in the field.

Event description:
This report summarizes 241 malfunction events in which the device had paint chips missing. 238 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 240 events were reported for this quarter. Product return status: 30 devices were received. 202 devices were evaluated in the field. 8 device investigation types have not yet been determined. Additional information: 240 devices were not labeled for single-use. 240 devices were not reprocessed or reused.

Event description:
This report summarizes 240 malfunction events in which the device had paint chips missing. 237 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.